Manufacturer narrative:
The engineer provided their analysis findings and confirmed the device has been removed from service and will be sent to a third party for preventive maintenance and repairs. No conclusion can be made. The investigation concludes that no further action is required at this time.

Event description:
It was reported the operational test failed. There was no patient involvement.